Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit passed dat test at 0.0872 inches. Successfully downloaded history files and traces using thump. No alarms or alerts noted during testing. Confirmed 47.075 units of normal bolus was delivered on 09/26/2025 between 00:03:07.000 and 23:59:02.000. The pump was cut open to perform visual inspection and found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, scratched case, cracked battery tube threads, stained keypad overlay, missing display cover and cracked case (battery tube). The p-cap/reservoir does lock properly. Pump passed required testing. However, confirmed moisture damage to pcb1 board and pcb 2 board. Confirmed cosmetic damage located at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage battery tube side. The customer experienced hypoglycemia with blood glucose value of 64 mg/dl. The hypoglycemia was treated with carbohydrate. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, mmt-7040a. Troubleshooting was performed. The functionality was affected. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a.